Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level was between 300 mg/dl and 400 mg/dl. They were unable to troubleshoot because he had not used the insulin pump for two months and discarded the infusion sets. The device was not returned.